Manufacturer narrative:
(B)(4). No product was returned. Visual examination of the provided pictures confirmed that the broach is missing some teeth while some of the remaining ones are worn. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the provided picture, the DHR review, and the potential field age of the device (over 6.5 years). The root cause of the reported issue is attributed to expected wear and tear due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by central processing staff that a tibial broach was discovered to be worn from repetitive use. There was no patient involvement. No further event information available at the time of this report.